Event description:
It was reported that noise resulting in non sustained right ventricular oversensing was observed via remote monitoring on the right ventricular (rv) lead. Lead replacement was discussed.